Event description:
Roche Diagnostics received a customer complaint regarding alleged low results for an unspecified number of patient samples tested for multiple parameters on a cobas c 503 analytical unit. Examples were provided for one patient sample with non-reproducible CO2-L results and a second patient sample with non-reproducible LDH results. A doctor questioned some of the results. The first sample initially resulted in a CO2 value of 50.8 mmol/L and when repeated on a second analyzer, the result was 21.5 mmol/L.The second sample initially resulted in an LDH value of 456 U/L and when repeated on a second analyzer, the result was 675 U/L.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer found damaged bypass tubing in the gear pump flow path, causing too much pressure. The tubing was replaced. The degasser tank and a valve were replaced as a preventive action. The main water pressure was re-adjusted, followed by gear pump adjustments and cuvette filling adjustments. Controls and precision studies recovered within expected ranges. The investigation determined the service actions resolved the issue.